Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple, intermittent pump resets. The cartridge was reloaded resolving the issue. Customer's blood glucose level ranged between 306-307 mg/dl.